Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation procedure, a fluid and air leak occurred. After making patient contact, a fluid and air leak was noted at the hemostasis valve of the sheath. The sheath was exchanged and the procedure was completed with no adverse consequences to the patient.